Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received.

Event description:
During an in-clinic follow up, undersensing was noted on the right ventricular (rv) lead. The event was resolved by reprogramming the device. The patient was stable with no consequences.